Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "alarma (alarm)" was confirmed during product evaluation. The cause of the problem was depleted/defective main battery. Service replaced the battery to fix the issue. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with an alarm; this condition had the potential to interrupt delivery. This condition was found in the biomed department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.